Event description:
The customer reported that speaker failed. It was confirmed the device did not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number :(B)(6) . Analysis was performed by a philips field service engineer (fse) who went onsite to evaluate the device. The fse indicated the device did not produce any audible sound, but produced an inoperative error message. The fse replaced the main board to resolve the issue. After replacement of the main board, the device returned to normal operation and is now functioning as intended. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the main board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.